Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump without warning. The customer¿s blood glucose level was unknown at the time of the incident. The customer confirmed that they were using energizer aaa alkaline batteries. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was sent a new battery cap to resolve the issue. The customer did not troubleshoot and did not send the product back for analysis.